Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. The initial reported event of "it was reported that there was high impedance on the high voltage portion of the patient's right ventricular (rv) lead. The high voltage impedance alerts were programmed off and monitoring will continue as well as reviewing options with the patient. No patient complications have been reported as a result of this event" was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Concomitant medical products: 559453 lead implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a lead integrity alert (lia) triggered for the lead. The lead exhibited oversensing-noise, elevated sensing integrity counter (sic), and was fractured. The lead was turned off and was capped and replaced the following day.